Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm. During troubleshooting, the alarm reoccurred. The customer reverted to using insulin injections for insulin therapy. There was no reported impact to the customer's blood glucose level.